Manufacturer narrative:
Analysis found no anomalies on the device. During inspection, reported event could not be confirmed. A final operation check was performed and it was confirmed that there were no abnormalities. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that when the surgeon was using the handpiece, a bur tip was wobbled. There is no patient impact reported.